Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The battery door was cracked. Error history log review found an invalid syringe size. The root cause of the reported issue was found to be the barrel clamp assembly did not operate as intended. Actions were taken to mitigate the reported issue: replaced barrel clamp assembly. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the pump had a syringe clamp error. No patient injury was reported.